Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin, and requested replacements for the infusion set and cartridge. Technical support agreed to send the replacements, and the case was subsequently closed.